Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative and postoperative bone fracture and/or postoperative pain." This report is number 3 of 5 mdrs filed for the same patient (reference 1825034-2016-03575 / 03576 / 03577 and 2015-01366 / 2015-01304).

Event description:
Patient underwent a hip revision approximately 1 year post-implantation due to pain and immobility. The femoral head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant products: biomet ceramic taper adapter catalog#: 650-1065 lot#: 339950.

Event description:
It was reported that patient underwent a hip revision approximately 1 year post-implantation due to pain and lack of mobility. The femoral head, taper adapter and competitor cup were removed and replaced.